Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: b1 (is product problem) - should not have been ticked.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient was revised to addressed painful metal on metal left hip arthroplasty. Prior to revision patient alleged weakness, click in her hip that be heard and felt, elevated cobalt level. Sharp dissection down to fascia layer was performed, upon exposure to the trochanter there was obvious prior repair and subsequent dehiscence of the anterior gluteus medius. Noticeable large protrusion of heterotopic ossification was removed. Acetabular screws were noted, one(1) of which appeared to be slightly prominent in the cup, this was removed. Doi: (B)(6) 2007; dor: (B)(6) 2019; left hip.